Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator was recently returned to fisher & paykel healthcare service center in (B)(4) for evaluation. We will provide a follow-up report upon completion of the repair and our investigation.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was recently returned to fisher & paykel healthcare service center in (B)(4) for repair by a trained fph service personnel. Results: visual inspection revealed that the gas outlet port, and upper and lower case were broken on the complaint device. A lot check revealed no other complaint of this type for lot number 081003. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". It is most likely that the physical damage observed on the neopuff device was caused by some form of impact. The fascia and the valve system on the neopuff device were replaced. The device was returned to the customer facility after passing the necessary safety checks.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.